Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/03/2015 with the following findings: during testing, the display was found to be dim and discolored. The battery compartment was cracked. Unrelated to these issues, the grip pad was missing from the pump. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a display issue and damage to the battery compartment. This report is made based on results of investigation completed on 12/03/2015.